Manufacturer narrative:
On 05/10/2019, it was reported to mentor that the date of explanation will be (B)(6) 2019. The patient¿s initials are (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/6/2019, it was reported to mentor that the patient¿s date of birth was (B)(6) 1976. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: a saline mentor smooth round high profile 460cc , catalog number: 3503460, serial number: 7600869-027, lot number: 7600869. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 460cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 6/4/2019, product was received for the right breast implant and not the affected implant. Clarification is in progress. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, it was reported to mentor that the side was right side, lot number of the affected product was 7600869, serial number was (B)(4), concomitant product: mentor smooth round high profile 460cc, catalog 3503460; serial number (B)(4), lot 7603179. A manufacturing record evaluation (mre) was performed for the finished device number 7600869, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2019, during evaluation of the sample it was noticed a tear in the posterior view, measuring approximately 0.7 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were noted. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).